Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal history does not match the active basal program. The reporter noted that the patient experienced elevated blood glucose (bg) less than 70 mg/dl but greater than 40 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: a review of the pump histories showed that the complaint regarding basal totals not matching was a result of the user editing the basal segments on (B)(6)2019 and running temp basal programs. During investigation, the pump was run on a 2 unit per hour basal program for basal duration testing. The basal change and total daily dose histories were recorded accurately. The allegation of a history settings issue was not confirmed or duplicated. Unrelated to the complaint, a crack was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.